Event description:
Caller reported a malfunction on the pump, which caused the customer¿s blood glucose level to exceed 500 mg/dl. The specific value was unknown but displayed as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). No third-party assistance was needed. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes reappeared. There was no reported adverse impact beyond the high blood glucose level.